Event description:
Procedure: low anterior resection. According to the reporter, the patient had a distal transection performed with a contour product, followed by a proximal transection done with an endogia 60- 3.5. The anastomosis was then performed with an eea stapler, and exactly half of staple line remained open with no staples observed, and leaking occurred. The entire staple line did not form completely. There was tissue damage and patient injury reported. The patient had an anastomosis take down and a re-anastomosis, resulting in a similar event and a diverting ileostomy performed. The delay in operating room time was one hour. The patient will need a reverse procedure in six to eight weeks. Surgeon stated that blood loss was negligible, and the patient's tissue loss was 3-4 cm.

Manufacturer narrative:
(B) (4). (B) (4).